Event description:
It was reported that during a device changeout procedure the physician had difficulty inserting the left ventricular (lv) lead into the header of this device. The physician was able to implant the device and connect the lv lead to the header successfully with no patient complications. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).